Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardiac monitor (icm) exhibited a failure to interrogate. The icm was programmed off. The patient was stable.